Event description:
The patient experienced a shocking or jolting sensation. Palpation did not recreated the sensation. She gets a surging sensation in her stomach area and bilaterally in her legs when she bends over. This occurred when she bent over to tie her shoes today and a second time when she bent over to see if shocking occurred. The surging has been occurring since the past week. Stimulation was intermittent, rougher and felt different than it used to. The voltages have been higher. The voltage has been increased from 4.0v to 6.4v over the past month for upright position. Some reprogramming was done and the device ended up at 8.7v. The polarity of the electrodes were changed today too. Impedance measurements were greater than 20,000ohms with all pairs using #11 and #12. The other electrode pairs were between 500-1000ohms. It was noted that #11 and #12 were not being used in programming to make sure the jolting with bending over was not due to the adaptive stimulation. Changing the voltage of lying forward to 0v did not address the issue. Only the right lead was used to cover bilateral leg pain. Left lead only covers a little of the left leg and she gets stomach stimulation with that. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).